Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg site was uncomfortable. The patient is pending a surgical consultation.

Event description:
It was reported the patient's ipg was explanted and replaced on (B)(6) 2016. The ipg was implanted deeper in the same pocket due to discomfort at the ipg pocket.

Event description:
It was reported surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.